Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a heating sensation while charging the ipg, regardless if stimulation was on or off during the charging session. Diagnostics were unremarkable for impedance issues. A new charger was used to troubleshoot, but the patient again experienced the heating sensation with the different charger. To address the issue, the physician explanted and replaced the ipg, resolving the issue.

Manufacturer narrative:
As received, reported event for burning at ipg site when charging was not confirmed. The ipg, after being depleted, was able to fully charge and pass auto test. Pocket heating testing was conducted using the returned ipg and test standard le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event.